Event description:
Customer reportedly received blood glucose results of 582 mg/dl and 150 mg/dl, within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.